Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/18/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up and down keypad buttons were intermittently under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.